Event description:
The customer reported the system displayed poor image while x-raying a large pt.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.